Event description:
It was noted in the service order that before surgery, while checking the motor device in the warehouse, it was discovered that it did not work properly. During service and evaluation, it was determined that the device displayed an e6 error code indicating handpiece overheat warning, impending handpiece shutdown. It was further determined that the device had foreign substance/debris/cleaning/sterilization, component damage and the breaded stainless steel wire tether was damaged/came off. It was further determined that the device failed pretest for visual assessment, cable assessment and motor thermistor assessment. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device displaying an e6 error code indicating handpiece overheat warning, impending handpiece shutdown, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear.